Event description:
It was reported that this right ventricular (rv) lead exhibited low impedances out of range. No noisy signals presented. Technical services (ts) recommended a lead revision and more intensive monitoring. This rv lead remains in service. No adverse patient effects were reported.